Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing and noise which led to an inappropriate shock to the patient. In addition, the rv lead demonstrated increased counts to the sensing integrity counter (sic) resulting in a lead integrity alert (lia). The rv lead was suspected to have fractured. Following the lia and shock, no audible alert was triggered by the implantable cardioverter defibrillator (ICD). The right atrial (ra) lead exhibited variable and high lead impedance trends as well as noise. The patient's system was turned off to prevent further inappropriate therapies. Subsequently, the ICD was explanted the leads were capped. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.